Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "in 2017, internal fixation with twin hook was used for femoral neck fracture and t2 nail was used for femoral supracondylar fracture. Four years postoperatively, the appearance of abdominal pain led to pelvic perforation of the hook pin, pseudoarticulation of the femoral neck, and fracture of the distal screw. Revision surgery was performed, the fractured screws were left in the bone and the hook was removed. There was no internal damage."